Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level at the time of incident was 483 mg/dl. Customer was treated using insulin pump. Customer had been using the insulin pump system within 48 hours of reported high bg event. Customer did not use auto mode. Customer did troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.